Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 13 months post implant, the vad coordinator reported that the pt was seen in clinic and was noted to have green drainage coming from his driveline at the skin interface. After being tested, it was reported as being pseudomonas. The pt mentioned to the vad coordinator that he had dropped the system controller at one point. The pt is currently on antibiotics and was listed as status 1a on the transplant list.

Manufacturer narrative:
The pump is not available for eval as it remains in use supporting the pt. No additional info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.